Manufacturer narrative:
The reported event of a charging anomaly was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Charge timeout was confirmed. The cause of the charge timeout was due to a hybrid anomaly.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed capacitor maintenance charge time out on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.